Event description:
There is a pin-sized hole in the middle port of the exactamix 500 ml eva container. This was found before any pt interaction. This was the 4th incident that was reported regarding the same lot number (lot number 60187198).